Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated he was hospitalized for high blood glucose levels of 610. It was started, that the time was off by one hour. The customer stated that the insulin pump was not giving him any insulin. Nothing further was reported.